Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately early last week prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7090021, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection. It was mentioned that the wound begun to open. The patient underwent explant procedure. The explanted device components will not be returned. No further information has been obtained.

Event description:
It was reported that the patient developed an infection. It was mentioned that the wound begun to open. The patient underwent explant procedure. The explanted device components will not be returned. No further information has been obtained. Additional information was received that the infection was not device related. The patient was doing well postoperatively. The explanted components were discarded by the facility.